Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced for an unspecified problem. 10/19/01: guidant has received additional information that the ICD failed to cardiovert a tachyarrhythmia, and upon interrogation, exhibited a shorted lead indicator. The device, transvenous defibrillation lead and other leads were explanted and replaced without further incident.